Manufacturer narrative:
(B)(4)

Event description:
It was reported a motor stall was confirmed in the event logs with no motor stall recovery recorded. Hcp stated motor stall was caused by a magnetic resonance imaging or other medical procedure pt had. Hcp was advised to wait 10-20 minutes and reinterrogate. At the time of this report, no further details were reported. Additional info was requested and will be provided when available.